Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to loose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the message generator not ready (service app mode) was displayed once the patient was moved to post-operative recovery. The ipg was successfully tested intra-operatively after the leads were inserted into the ipg and after the ipg was placed in the pocket. It was noted no electrocautery was used after the ipg was placed into the pocket and there were no issues communicating with the ipg during intra-op testing. It was confirmed the ipg is in service app mode and is inoperable. The patient underwent surgical intervention where the ipg was explanted and replaced with a new one. The patient is now receiving stimulation.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Corrected data: results.